Manufacturer narrative:
H3: the ins, serial# (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger, product ID m943899a, serial# unknown, explanted: product type accessory, product ID b31060, explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep reported that the jolting, warmth at the ins site, and the loss of stimulation was resolved after the ins was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger product ID m943899a lot# serial# unknown implanted: explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the loss of stimulation was unknown. The physician thought that the battery was causing the warmth at the ins site, but the cause was unknown. The system was reprogrammed to resolve the jolting, warmth at the ins site, and the loss of stimulation. The patient (pt) was still experiencing the jolting with the device on, so the rep and physician told pt to turn off the device. The physician was going to open the pocket to take a look at what was going on, and more than likely replace the battery. The revision date has not been planned. The issue was not resolved. Additional information was received from the rep. It was reported that rep called back to provide follow up information for this case. Rep forwarded an email that they responded to after receiving a follow up correspondence. The ins replacement was done (B)(6) 2023. Rep was returning the explanted ins. Prior to the replacement, the impedances were checked. All impedances were in range and good, as well as connectivity. However, pt still complained of symptoms. The managing hcp opened the pocket and the lead and plug were intact to the battery. The impedances and connectivity were checked and they were all in range and good. The lead and plug were unscrewed, and the lead was tested with a wens external battery. All impedances were in range and good. Although the connectivity checked out good and all impedances were in range, the managing hcp decided to replace the battery due to the patient symptoms. The managing hcp placed the lead and plug in a new battery, screwed it in, and checking impedances and connectivity, which were all in range an d good. Rep stated that managing healthcare provider (hcp) wanted to add that the ins was replaced and there was nothing found to be wrong with the device while on the table, but the ins was replaced because pt was complaining about the ins. Rep also stated that the hcp requested that the recharger cord be replaced. No allegation was made against the recharger. Rep also stated pt's recharging belt was becoming loose, and it had started becoming loose about two weeks ago. A replacement recharger and recharging belt were sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller was with the pt today in clinic and pt noted that starting around a week ago, the pt felt pressure/discomfort at the pocket site when ins was off/on. Pt was also experiencing jolting when ins was on. The pt stated the jolting sensation was not positional related, the pt has been jolted awake in the night and has been jolted while driving. Pt reported this several times a day. The pt also reported during this time frame that they had warmth at the pocket site. Pt stated nothing prompted these issues to her knowledge. The doctor speculated that these issues could be related to the plug that was used during a revision as they had gone from a 2 to 1 lead system. Technical services specialist (tss) advised imaging could be considered to ensure plug is secure. The caller stated the doc felt like the system may be 'dysfunctional'. The rep stated she ran impedances, focusing on the references of currently programmed electrodes and they looked normal. The rep tried each of the pt's programs and the issues persist. The pt reported when the ins was on, since these issues started, they felt stimulation as they normally do but it felt 'less'. Pt stated the implant was placed to address pain/numbness that was caused by an injury. Pt stated the pressure she complains of 'feels like something is sitting underneath the battery, like small child sitting on my back'. Because the pt has had their ins off, pt reported having leg numbness that ins was implanted to address (having stim off does not address the neuropathy in her legs and is returning her symptoms). Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss advised considering imaging, possibly reprogramming and evaluation of the pocket itself. The rep called back with an image of the patient's ins, wondering if the lead was in the port or not. Rep reported the doctor indicated that he was going to go in for a revision, check the port and either tighten it or replace the ins.